Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter had a burning battery connector. According to the telemonitor tech, smoke came out and the battery terminal was melted. The biomed stated he could see that the battery terminal was burned or melted. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the zm transmitter had a burning battery connector. According to the telemonitor tech, smoke came out and the battery terminal was melted. The biomed stated he could see that the battery terminal was burned or melted. Not in patient use.